Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) state ¿do not continue advancement or retraction of the guidewire, sheath, or delivery catheter if resistance is felt. Stop and assess the cause of resistance. Vessel, endoprosthesis, or delivery catheter damage may occur.¿

Event description:
On (B)(6) 2015, the patient was implanted with a gore tag thoracic endoprosthesis (tgu343415/ 13805097) to treat a penetrating aortic ulcer and intramural hematoma. During the procedure, the device was advanced and deployed as planned. However, resistance was reportedly met as the delivery catheter was being withdrawn. After the catheter was removed, procedural imaging reportedly revealed that the proximal end of the stent graft was "curled in", an attempt to balloon the stent graft system to regain circumferential apposition was unsuccessful. The physician opted to re-line the proximal end with an additional gore tag device. Adequate seal was achieved, and the procedure went forward without any further reported complications. The patient tolerated the procedure. The cause of the resistance felt upon withdrawal of the delivery catheter was not known. According to the report, the patient had no notable anatomical issues, and the delivery catheter did not appear to be damaged after removal. The delivery catheter was discarded at the facility and, therefore, was not available for analysis by gore.